Manufacturer narrative:
Manufacturer's investigation conclusion: the reported elevations in pump power/estimated flow were confirmed via the log file data provided by the account. A specific cause for the elevated ldh cannot be conclusively determined. The submitted log files contained data spanning from (B)(6) 2019 at 22:26:34 to (B)(6) 2019 at 13:26:19, per the timestamp. Elevations in pump power/estimated flow were recorded at the end of the log file, beginning on (B)(6) at 23:06:40. A specific cause for the change in pump parameters cannot be conclusively determined. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU outlines recommended inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's lvad had powers in the 10 w range and clear urine. Stat labs were requested. The log file was reviewed over the interval from (B)(6) 2019 to (B)(6) 2019 and powers were noted in the 9-11w range. It was recommended to turn the data logger on for every hour to capture real time vad numbers. The patient also had elevated lactate dehydrogenase (ldh). The patient was admitted to be put on heparin infusion and monitor power, ldh and inr all decreased and the patient was discharged in stable condition. No additional information was provided.